Event description:
Explant physician reports capsular contracture baker grade iii. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: broken shell, brown particles in the shell and crease fold. A visual and microscopic analysis was performed which identified: first shell has a crease smooth broken and wear abrasion. The second shell has cloudy and bubbles in the gel observed after autoclave cycle. The second shell is not rupture. Base on the device analysis the final assessment is: a pattern of crease smooth on anterior side of broken shell assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Explant physician reports capsular contracture baker grade iii. This relates to the left device. Device has been explanted.